Event description:
Before using the device on the patient, the surgeon tested the flexibility of the plastic introducer and it broke. There were no adverse consequences to the patient. The procedure was completed with another device.